Event description:
Doctor doing procedure had the bell pop off the top while cutting causing bleeding and suturing.

Manufacturer narrative:
The customer reported that the bell came off during a procedure. As this is tri-state's latest released circlamp, the nature of the complaint was discussed with the sales rep on 1/28. The detail of the reported nonconformance describes the bell coming out of the socket during the procedure. Based on the design of the circlamp, the likely cause for this condition would be that the physician did not tighten the thumbnut to provide adequate force. It should be noted, the hospital remains confident enough in the product to continue using kits from this lot and no further incidents have been reported. The clamp in question was returned to howell facility (csc#01) for analysis, on 02/11/2008. The initial check was for proper assembly. It was observed that there was acceptable spacing between the base and arm. The bell (bell110) when assembled was aligned, with zero degrees from vertical (nominally perfect). The designed spherical radius is 0.375" and it was measured at 0.378" (within tolerance). The height measured at 1.427" which is 0.001" under nominal (within tolerance). The slipping condition could not be reproduced in a finger tight, or two turn loosened condition. The clamp meets all specifications and is within tolerance. We are unable to determine the root cause of this complaint at this time. No corrective measures will be taken at this time. As a preventive measure, the sales rep will forward the literature and assembly instructions for the circlamp to the customer. No further action is required at this time.